Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged migration and detached limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately four years three months post vena cava filter deployment the patient presented to the hospital with abdominal pain. The filter reportedly migrated and a CT scan demonstrated a detached filter limb perforating the ivc and extending to the area of the superior mesenteric artery and aorta. It was determined that the filter was not retrievable; however, there were no reported attempts to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, a computed tomography angiogram of chest was performed for shortness of breath. The study showed that no evidence of pulmonary embolism. Inferior vena cava filter was noted. After, three months and seventeen days, an x-ray lumbosacral spine was performed for low back pain. The study showed that inferior vena cava filter was noted. A computed tomography angiogram of chest was performed for chest pain. The study showed that negative for pulmonary embolism. A computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted. After, four months and twenty-eight days, a computed tomography angiogram of chest was performed for shortness of breath. The study showed that negative for pulmonary embolism. After, two months and thirteen days, a computed tomography angiogram of chest was performed for shortness of breath. The study showed that negative for pulmonary embolism. Around, seven months and twenty-four days later, a computed tomography angiogram of chest was performed which showed massive bilateral pulmonary emboli with a large burden beginning at the segmental branch level without saddle phenomenon. This involves all bilateral branches. Around, four months and twenty-five days later, a computed tomography angiogram of chest was performed for dyspnea. The study showed that no evidence for pulmonary embolism. Around, six months and twenty-four days later, patient presented with the complaints of abdominal pain. A computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted. Around, eight months and two days later, patient presented with the complaints of chest pain. A computed tomography angiogram of chest was performed which showed negative for pulmonary embolism. Around, nine months and twenty-eight days later, patient presented with the complaints of abdominal pain. A computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted. One of the struts has become displaced medially and has passed outside of the inferior vena cava into the space between the superior mesenteric artery and aorta. There was no evidence for hemorrhage or fluid at this location. Around, one year one month later, a computed tomography angiogram of chest was performed for shortness of breath. The study showed that negative for pulmonary embolism. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration, and filter limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately four years and three months post vena cava filter deployment the patient presented to the hospital with abdominal pain. The filter reportedly migrated and a computed tomography (CT) scan demonstrated a detached filter limb perforating the inferior vena cava and extending to the area of the superior mesenteric artery and aorta. It was determined that the filter was not retrievable; however, there were no reported attempts to retrieve the filter. The current status of the patient is unknown.